Event description:
The customer purchased 632 x 4 from walmart and shoppers, and the soft picks are breaking in half. No injuries were reported. The customer does not want to ship the product back or provide pictures.